Manufacturer narrative:
(B)(4). Report 5 of 8. Carefusion received a report regarding 8 total the bag I resuscitators with deformed o2 inlet ports that prevented o2 delivery. Representative samples were received by carefusion ((B)(4)) for evaluation. Upon completion of carefusion's investigation, a follow-up report will be submitted.

Event description:
Carefusion received a report from (B)(6) medical on (B)(6) 2011 regarding a problem identified with product brand name "laerdal the bag disposable resuscitator". The product number provided was (B)(4). Further communication from laerdal indicates this is an internal product number associated with product number (B)(4). (B)(4) was a product code manufactured for viasys medsystems and obsoleted in (B)(6) 2007 when the bag ii disposable resuscitator was introduced and the manufacturer changed. This report is being submitted in regards to evaluation by laerdal of 14 returned bags from the customer. It was determined 7 of the 14 bags returned had o2 ports which could not be used for o2 delivery. There was no patient involvement associated with this report, the defect was confirmed during evaluation of returned product. Clarification: 8 total reports will be submitted for this issue, the first will contain patient specific details, the additional 7 will be associated with the defect only (deformed 02 inlet ports that cannot be used for o2 delivery found during return evaluation).

Manufacturer narrative:
(B)(4). Evaluation summary: the customer returned 13 bags to the distributer, (B)(4), for evaluation. (B)(4) provided information to carefusion indicating, "the material of the o2 tubing connector when attached to the bag's o2 inlet port had caused the port material to soften and bend over until, in the extreme, the port was blocked or it broke off. Seven of the returned the bag resuscitators had o2 ports which could not be used and six were still usable for o2 delivery." Four of the bags were returned to carefusion for additional evaluation. A visual inspection of the returned units by the director of research, development, and engineering for respiratory consumables indicates the root cause is consistent with a known performance limitation from styrene-butadiene-copolymer (sbc) resins. Given the age of the devices and the contact between flexible pvc and the housing, the material absorbed plasticizer and deformed. A limitation of performance for k-resin sbc indicates plasticizers used in pvc tubing can migrate into k-resin sbc parts in which they are in direct contact, causing a wide range of effects from stress whitening, to swelling, to complete dissolution of the part. To confirm the chemical properties of the o2 tubing as well as the green port (connector), a sample of each material was sent to (B)(4). (B)(4). This product has been obsolete and production lots have not been manufactured since 2007. Carefusion has completed a health hazard evaluation and it was concluded that the risk level associated with this defect is as low as reasonably practicable. As the product is no longer being manufactured, no additional corrective actions will be taken.